Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any issues. Functional testing was performed and could not confirm the reported problem. Simulated therapy was completed as intended with no issues observed. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. An event history log review could not be performed as the event log file was erased due to software issues. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. A high drain alarm occurs when the patient drained greater than 190% of the maximum prescribed cycle fill volume in low fill mode. The caregiver was in set-up and the patient was not connected to the hc. The technical services representative (tsr) assisted the caregiver in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Patient is pediatric. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.